Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that their ins battery was in their lower left side and they had back surgery on june 12th. Pt said that upuntil that point (of having back surgery), they recharged the implanted neurostimulator without any difficulty. Pt said that they didn't know if the ins was working or not. Pt said that the pain was so bad. Pt said that they had fallen two or three months prior and that their back nerves were totally compressed in a certain area, so they had to have the back surgery. Pt said that they shut off the ins as instructed by hcp. Pt said that the surgery was three hours or so as the surgeon was trying to release the compressed nerves. Pt said that the pain stopped afterward. Pt said that their pain level was a 2 or 3 whereas prior their pain level was 10-14. Pt said that they had lost a lot of stability and they were using a walker and they couldn't hardly tolerate the pain. Pt said that they remembered then that they had the ins and they went to recharge the ins and the controller said that the batteries were empty and would not recharge the ins. Pt said that they tried to recharge the ins 4 or 5 times. Pt said that they did well in rehab but then they started having all kinds of problems like pneumonia and pericarditis and fluid outside of their heart muscle and so they were very short of breath. Pt said that they wanted hcp to remove the ins as they were having a lot of pain around the ins battery and they didn't think that the ins was working. Pt wanted to know if the ins battery would leak anything out of it. Pt said that their pain level was like 6 to 7 at times where the ins was located. Pt said that they took pain meds and that they could hardly move in the morning. Agent reviewed requested information with the pt. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.